Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the burn damage and was confirmed through observation. The burn damage was found to be caused by overheating of a component on the backflex. The rear case assembly was replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump heat damage was identified. There was no patient involvement.